Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. Other relevant device(s) are: product ID: 9680152. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the bulkhead connector. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, the connection between the navigation system and that imaging system was intermittent. A manufacturer representative noticed the bulkhead connector was damaged. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.